Manufacturer narrative:
Complaint number: (B)(4). Received 6 pcs of 450161/16a22 for evaluation. Actual sample was not returned for evaluation. We have no further complaints on the material/batch. We forwarded the complaint to our supplier for their investigation and comments. A check of production records of the batch shows no documentation indicating deviations. Retain and customer samples were visually inspected and no defects in any safety lock parts could be observed. Functional testing was performed. Move force, pull force between hub and protector and return force (after lock) were all measured; all results were within specification. The complaint could not be confirmed.

Event description:
Customer advised that an ICU rn sustained a needle stick. In the employee accident report the nurse stated that she used proper technique with the device and when she was done and throwing the device away, she was stuck by the tip of the needle that was sticking out after the safety was engaged. Employee health nurse met with the rn, the rn demonstrated the technique and that she followed appropriate procedure. Customer advised that the event is not life threatening, did not result in any permanent body damage to the employee, and no surgical or medical intervention is necessary but the patient's blood was worked up to rule out significant blood borne pathogen exposure.